Event description:
It was reported that the implant at tooth site #13 was removed due to bone fracture. Initial implant osteotomy preparation completed in grafted site at time of implant placement. Buccal plate fractured and implant was located partly outside the alveolar, nerve, necessitating it removed and grafting the site. Symptoms as a result of the event: none.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation, attached images in complaint. Visual evaluation of the as returned products identified no malfunctions detected that could lead to reported event. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported event. Measurements of the implant were taken using a caliper (ID: cal002c159; jun 7, 2023). Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing conditions noted on the per were inadequate oral hygiene, systemic lupus erythematosus, and low bone density (type IV). The reported device was at tooth location 13 (universal) and was reported as being placed and removed on the same day. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number (1252951). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition, and no x-ray or pictorial evidence was available (patient anatomical condition and details of event were unknown).

Event description:
No further event information available at the time of this report.